Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged. Event description per attached email states: consumer reported, no insulin flow when priming. Stated, this morning prior to injection, he wasted 2 pen needles before the third one worked".

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needle clogged. Event description per attached email states: consumer reported, no insulin flow when priming. Stated, this morning prior to injection, he wasted 2 pen needles before the third one worked".